Event description:
Patient received a grant adler rhapsody CT + port placement into the right subclavian vein at an outside hospital in 2012. She presented to us with catheter fracture. The port reservoir had been removed in (B)(6) by another physician, but he noted there was no catheter attached to the port. We performed endovascular retrieval of the device which was complicated by the wire reinforcement around the catheter unraveling when we tried to snare it. Initially all we retrieved was the wire reinforcement. A third attempt snared the catheter and the remaining wire and it and the remaining wire was removed. This is very concerning not only because of the wire unraveling, but also the fact this catheter was specifically designed to prevent such occurrences as subclavian pinch off. IV access for hydration.